Event description:
It was reported that the patient presented in-clinic for follow-up visit. Upon interrogation, the atrial lead exhibited noise. The lead was capped on (B)(6) 2017; insulation damaged was noted during implantable cardioverter defibrillator replacement. The patient was stable before, during and post procedure.